Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen (o2) hose was leaking. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. Per the good faith effort (gfe) received on (B)(6), 2025, the oxygen (o2) hose was leaking. Investigation is ongoing.

Manufacturer narrative:
Per follow-up good faith effort (gfe) response received on october 17, 2025, the o2 leak issue ultimately could not be duplicated. The o2 hose was removed from the device. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.